Manufacturer narrative:
(B)(4).

Event description:
It was reported "artifact during pumping unresolved". Additional information states that the pump was swapped in an attempt to continue therapy. The issue only resolved once the procedure ended. The patient's current condition is reported as "fine".

Event description:
It was reported "artifact during pumping unresolved". Additional information states that the pump was swapped in an attempt to continue therapy. The issue only resolved once the procedure ended. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "artifact during pumping" is confirmed based on the pictures provided in the complaint. The pictures show the artifact on the ap waveform while pumping. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the artifact on the ap waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.